Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a hd autoclavable camera head for use, there was no image when it was plugged in. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
The customer confirmed the problem was first noted during a diagnostic hysteroscopy. There were no other devices involved in the event and no delay in the procedure which was completed with a different device. The subject device failed at the beginning of the procedure. Patient demographics were not provided. No other devices were replaced during the procedure and the device was not returned to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device olympus has concluded that the damage to the device was likely caused by improper handling causing stress on the camera head, cable, and video connectors . This would have caused the failure of the charge-coupled device unit or cable unit or video connector, which resulted in the absence of images. The equipment is being returned unrepaired to the customer at their request. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.